Event description:
It was reported that this pacemaker was explanted due to the patient experiencing pain. It was also noted that this is a chronic pain patient. The device was replaced for an atrial pacing only. This device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was explanted due to the patient experiencing pain. It was also noted that this is a chronic pain patient. The device was replaced for an atrial pacing only. It is unknown if the lead will be returned for analysis. No additional adverse patient effects were reported.